Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12532. Related manufacturer reference number: 2017865-2020-12533. Related manufacturer reference number: 2017865-2020-12534. It was reported that the patient presented experiencing an infection. It was noted that the patient went into cardiogenic and septic shock. The implantable cardioverter defibrillator system was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A partial lead with the pin measuring 52.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.